Manufacturer narrative:
UDI:( B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device pawls and shaft driven pawls were damaged causing the device to overheat and not to hold the cutter securely into the locking mechanism. It was further determined that the device failed cutter lock and temperature assessment. Therefore, the reported condition was confirmed. This issue is consistent with forcing the cutter into the unit and not locking it completely; and also using the safety while the device is in use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was determined that the pawls and shaft driven pawls were damaged causing the device to overheat and not to hold the cutter securely into the locking mechanism. It was further determined that the device failed cutter lock and temperature assessment. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.